Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing sequence started on its own without user interaction resulting in insulin being delivered to the customer. There was no reported adverse impact to the customer's blood glucose level.